Event description:
It was reported that the health care professional (hcp) requested review of events with atrial tachy response (atr) and noise for this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead. Technical services (ts) noted the signals were observed on the rv and shock channels however were not being sensed. The noise was spiky, which lead to false atrs. Lead impedance measurements were noted to be stable. This crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.